Event description:
((B)(4)) resistance / stuck a complaint was filed to a deltamaxx (cdx180935-30 / c26727) and a prowler select plus (606-s255x / 15664103). The report indicated that the deltamaxx coil (cdx180935-30 / c26727) was used as the 3rd coil. It was reported that the deltamaxx was stuck in the distal end of the prowler select plus (606-s255x / 15664103) due to the lack of flushing. The physician was unaware of the fact that the pressure infuser bag had been empty. The both complaint device were replaced with new devices and the bag was re-filled. The procedure was completed without further issues or delay. There were no patient injury/complications. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU. No visible damages were noted on the products prior to the event. There was no unintended detachment of the coil observed in the vessel or in the mc. Due to the fact that the patient was a (B)(6) carrier, the complained product has already been disposed. No further information is available. The procedure was the coil embolization of an aneurysm at the spa. The patient was a (B)(6) male, whose vessels were heavily torturous but not calcified. A radifocus gt (terumo, type unknown), an okay (goodman), and an enpower dcb / cable (lots unknown) were used for this procedure.

Manufacturer narrative:
(B)(4). The product will not be returned for analysis, and additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The report indicated that the deltamaxx coil (cdx180935-30 / c26727) was used as the 3rd coil. It was reported that the deltamaxx was stuck in the distal end of the prowler select plus (606-s255x / 15664103) due to the lack of flushing. The physician was unaware of the fact that the pressure infuser bag had been empty. The both complaint device were replaced with new devices and the bag was re-filled. The procedure was completed without further issues or delay. There were no patient injury/complications. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU. No visible damages were noted on the products prior to the event. There was no unintended detachment of the coil observed in the vessel or in the mc. Due to the fact that the patient was a hbv carrier, the complained product has already been disposed. No further information is available. The procedure was the coil embolization of an aneurysm at the spa. The patient was a (B)(6) male, whose vessels were heavily torturous but not calcified. A radifocus gt (terumo, type unknown), an okay (goodman), and an enpower dcb / cable (lots unknown) were used for this procedure. The device was not returned for analysis; therefore, the root cause of the event cannot be determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Without the return of the device for analysis and based on the available information no definitive conclusion can be made it appears that procedural factors possibly including device manipulation and device interaction may have contributed to the reported event. A review of the manufacturing documentation associated with this lot 15664103 presented no issues during the manufacturing process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.